Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken shell, missing piece of the shell, yellow particles inside the device , crease fold and opening. Leak test was performed and found opening on device. A microscopic analysis was performed which identify an opening striated in the anterior side and broken striated in the posterior side. The fill test inspection was performed, the result is no blockage based on the device analysis the final assessment is: a striated opening in the anterior side assessed as surgical damage. A striated broken in the anterior side assessed as surgical damage. Missing piece of the shell assessed as inconclusive.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.